Event description:
The patient claimed that the up button required several presses to activate the desired pump functions. The keypad is reportedly intact and has not been exposed to moisture. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation, however, not tested. Once the investigation is complete a supplemental will be sent out. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Investigation revealed that all of the keypad buttons were intermittently responsive, more force and multiple button presses were required in order to elicit a response on the keypad. All of the keypad buttons did not spring back and click back as expected. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a vibration motor failure. This malfunction is not likely to cause an adverse event because the audible alarm mechanism still functions and will still alert the user should the pump emit an alarm.